Event description:
It was reported that the pcu alarmed with a message "channel disconnected channel(s) have either been disconnected while in operation, or have a non-recoverable error. Press confirm". The issue occurred after patient went for a walk. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have checked the pcu and pump modules and have not found anything wrong, however, they were able to recreate the problem when detaching one of the channels.

Manufacturer narrative:
Additional information: annex a: a090202, annex g: g05005, annex c: c16, annex d: d03.

Event description:
It was reported that the pcu alarmed with a message "channel disconnected channel(s) have either been disconnected while in operation, or have a non-recoverable error. Press confirm". The issue occurred after patient went for a walk. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have checked the pcu and pump modules and have not found anything wrong, however, they were able to recreate the problem when detaching one of the channels.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012),g0600101 - alarm, audible,b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes. Remedial action required. Remedial action # manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd .

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu alarmed with a message "channel disconnected channel(s) have either been disconnected while in operation, or have a non-recoverable error. Press confirm". The issue occurred after patient went for a walk. There was patient involvement but no harm. It was then reported by the hospital's biomed that they have checked the pcu and pump modules and have not found anything wrong, however, they were able to recreate the problem when detaching one of the channels.